Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received by case management. Review of clinic notes dated (B)(6), 2011 revealed that the pt presented with high lead impedance during a system diagnostic test ran that day and the pt's generator pulse was disabled. The test also showed that the pt's generator was at eri = yes. The pt is being referred for surgery; however, surgery has not been scheduled yet. When additional information is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.